Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "underinfusing at a rate of 800ml/hr with target volume of 200ml", which was not reproduced or confirmed. Baxter's device evaluation found the device to under deliver by approximately 3.3% when the device was delivering at a rate of 999ml/hr during flow rate testing. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-02615 can be removed from the FDA database.

Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during preventive maintenance testing. The customer reported that the pump was underinfusing at a rate of 800ml/hr with a target volume of 200ml. The pump consistently delivered under the 180ml threshold on four separate attempts. It was also reported there was no patient involvement.